Event description:
Physician was attempting to treat a severely calcified lesion in the mid left anterior descending artery (lad) using a resolute integrity drug eluting stent. It was reported that the physician advanced the device to the target lesion but it did not cross. During the attempt to withdraw the device, it was noted that the stent started to come off, got to the sheath but the stent came off the delivery system when trying to withdraw into the sheath. The dislodged stent ended up in the profunda artery. The physician was unable to snare the dislodged stent. No further clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent embolism), patient's condition affected effectiveness of device (severely calcified lesion), no results available since no evaluation was performed, none (no device received for evaluation). Conclusion: unable to confirm complaint (no device received for evaluation) 22 known inherent risk of procedure (stent embolism), device failure/lack of effectiveness related to patient condition (severely calcified lesion). (B)(4)